Event description:
When surgeon was doing an adiana tubal occlusion, the machine worked on the left side of the tube. When he was on the right side, the equipment failed. Cord failure. Caval malfunction prevented placement of second insert into right.